Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons was sticky. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the insulin pump had crack on side where battery screws in, burn mark on bottom where battery goes in, sometimes did not receive low battery alert. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm or audio or vibrate anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify charge or battery lasts less than expected anomaly due to buttons not responding. Insulin pump received with broken battery tube threads and stained end cap sticker. (B)(4).